Event description:
Reporter alleged blood glucose measured 138 mg/dl back to back with a result of 303 mg/dl when testing was performed 1-2 minutes apart. No actions were taken or treatment received as a result reportedly. Customer stated taking medication as normal and eating as normal. A request was made for the return of the suspect device and replacement product was sent.